Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per computed tomography a hematoma was suspected; however, ¿superimposed infection¿ not excluded. The scan photo appears to show suprapubic erythema (consistent with the cellulitis diagnosis) along with possible purulence. Surgical site infection is a known post-op occurrence, and risks increase with abdominal and ¿dirty¿ procedures due to the high number of potential contaminants. Additionally, the presence of an unapproximated wound also increases the risk for infection. The patient¿s preexisting comorbidities, poor nutritional status (as evidenced by the 2.8 albumin), and reported fall cannot be ruled out as potential contributing factors to the reported event. The delay to treatment after noticing color change ((B)(6) 2024) and increasing warmth in periwound would have contributed to the severity of the infection. Based on the hospital documentation of ¿patient attached to wound vac upon arrival, no visible issues with drainage¿ along with the photo ((B)(6) 2024) which appears to show an intact and compressed/ wrinkled negative pressure wound therapy/dressing, a device malperformance cannot be confirmed. The patient impact included the purulent odiferous polymicrobial surgical site infection with necrosis, cellulitis, subsequent pain, required surgical incision and debridement, antibiotic therapy, change in wound therapy, repeat debridement and delayed wound healing. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for renasys touch provides complete guidelines of indications, contraindications, warnings and precautions to have during wound therapy. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and adverse event reported. Factors that could contribute to the reported event include all those mentioned before in the clinical/medical investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: b6, b7. Corrected data: b5, h6 (health effect - impact code).

Event description:
It was reported that, during npwt with a renasys edge pump, on (B)(6) 2024 the patient and wound care nurse noted discoloration & warmth to surgical site. On (B)(6) 2024 the renasys edge pump was removed as the are was erythemic and tender with dark brown, foul-smelling discharge, as well as pain. The patient was diagnosed with surgical site infection and abdominal wall cellulitis. Cultures indicate the growing of e coli, mrsa, and streptococcus agalactiae for which IV antibiotics were initiated. This was treated on (B)(6) 2024 with an incision and drainage of purulent abdominal wall abscess with wound debridement/sharp excision of extensive necrotic tissue and washout performed. On (B)(6) 2024 an abdominal photo scan appears to show a freshly cleansed wound with red granulation within the wound bed and pink edges. On (B)(6) 2024 the patient sought additional wound consult due to delayed wound healing and an excisional skin/subcutaneous tissue debridement with local/topical anesthetic was performed on the open surgical wound located on the abdomen ¿ midline with large amount of serosanguinous drainage noted along with necrotic tissue and adherent slough. Also, silver nitrate was used on the hypergranulation wound. The current health status of the patient is unknown.

Event description:
It was reported that during npwt, the patient was treated with a renasys pump during her hospitalization, but her medical records indicate a malfunction or failure of the wound vac, which required its removal around (B)(6) 2024 following the development of purulent wound drainage, adjacent cellulitis, and a confirmed polymicrobial infection (including mrsa, e. Coli, and staph agalactiae). It is unknown how this adverse event is being managed. The current health status of the patient is unknown.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during npwt, the patient was treated with a renasys edge pump during her hospitalization, but her medical records indicate a malfunction or failure of the wound vac, which required its removal around on (B)(6) 2024, following the development of purulent wound drainage, adjacent cellulitis, and a confirmed polymicrobial infection (including mrsa, e. Coli and strep agalactiae). The patient sought additional consultation on (B)(6) 2024 for the ongoing open surgical wound located on the abdomen - midline and underwent an additional "excisional skin/subcutaneous tissue debridement with a total area of 17.76sq cm, to remove subcutaneous tissue, slough, skin and biofilm after using lidocaine 2% topical gel. The current health status of the patient is unknown.

Manufacturer narrative:
Sections b5 and d4 updated. Internal complaint reference: (B)(4).